Manufacturer narrative:
The reported event of inability to interrogate the device was confirmed. The device was tested on the bench and was found to be at 0.46 v. The device was able to be interrogated after a power source was connected to the device. The cause of the inability to interrogate the device was due to low battery. A longevity calculation was performed and found the battery depletion was premature. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated. On (B)(6) 2020, the device was explanted and replaced. The patient was reported to be in stable condition.